Event description:
New information received indicating that the noise was oversensed, and programming change was made; the ra lead is inactive.

Event description:
It was reported that previous interrogations on the right atrial (ra) lead showed noise, increased thresholds, intermittent capture, and low sensing. Unknown of intervention performed on the ra lead. The patient was in stable condition.